Event description:
Asr revision to take place on (B)(6) 2011.unknown hip.reason for revision unknown.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Update: hip revised, system used, product details, confirmation of revision date and reason for revision received (B)(6) 2012.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision to take place on (B)(6) 2011; unknown hip; reason for revision unknown. Update: hip revised, system used, product details, confirmation of revision date and reason for revision received 25 may 2012. Reason(s) for revision: component loosening (have requested further details from crawfords but despite numerous requests have received no response). Asr xl acetabular system (right). Update: received confirmation that acetabular cup loosened, information received 29 june 2012. Update - added additional hospital, marked claim as legal. Taken from (B)(6) email dated (B)(6) 2014.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision to take place on (B)(6) 2011. Unknown hip. Reason for revision unknown. Update: hip revised, system used, product details, confirmation of revision date and reason for revision received 25 may 2012. Reason(s) for revision: component loosening (have requested further details from (B)(6) but despite numerous requests have received no response). Asr xl acetabular system (right). Update: received confirmation that acetabular cup loosened, information received 29 june 2012. Update - added additional hospital, marked claim as legal. Taken from (B)(6) email dated 7th march 2014 update - added lot number to cup previously missed. On 25th april 2014.